Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 around 9 am for a blood glucose level of 370 mg/dl and diabetes ketoacidosis. The customer experienced vomiting as a symptom of her high blood glucose level. The customer was wearing the insulin pump at the time of hospitalization. At the hospital, she was treated with an insulin drip. She stated she was using a different type of insulin. Standard troubleshooting was performed on the insulin pump but was unable to be completed. The customer was advised to change her infusion set, reservoir, and insulin. The product is not being returned. Nothing further was reported.